Event description:
The wires in the flexible humeral nail protruded out of the proximal end at some point post operative. Patient underwent a procedure to cut the proximal wires. Nail was removed in 2003.